Manufacturer narrative:
Per tandem user guide: do not expose your pump to x-ray screening used for carry-on and checked luggage. Newer full body scanners used in airport security screening are also a form of x-ray and your pump should not be exposed to them. Notify the security agent that your pump cannot be exposed to x-ray machines and request an alternate means of screening.the device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that pump screen went dark, pump not responding to wake button and an unspecified malfunction alarm occurred. Customer reported that pump died after customer went through the airport scanner. The customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose level was 258 mg/dl.